Event description:
It was reported that during a laparoscopic colectomy procedure, on the fourth or fifth firing with a white reload, the device fully fired and the knife retracted, but the device would not open using the anvil release button. The surgeon tried the knife reverse switch and then the manual override, but the device still would not open. When he pressed the anvil release the final time, the jaws opened enough (approximately 10 percent open) that the tissue was able to slip out of the jaws. The staple line was complete, the tissue was fully cut, and there was no damage to the tissue. No new device was needed since it was the last firing of the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one psee60a device was returned in good visual condition and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.